Event description:
The pt received his scs lead on (B)(6) 2011. The pt received his scs ipg on (B)(6) 2011. It was reported that when the pt lies down the stimulation becomes too strong. He is able to partially lower the amplitude, but not enough to a comfortable level. The stimulation is comfortable when he is seated or standing. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.